Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 2 of 32. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal kitted swab. Repeat testing was performed generating postive results. Confirmation testing was performed with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
No testing was performed on retained kit lot m149307 as the kit was expired. Additionally, the manufacturing and quality control release testing was reviewed for test base part number 190-000, lot m149307. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149307 showed that the complaint rate is (B)(4). It was noted that the false positive occurred using expired product. Testing using an expired kit is considered off-label and is not supported by abbott rapid diagnostics scarborough.